Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and slices was observed by the fantail and the tubing. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was obtained intermittently. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis test was above the testing limit this device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issues from one feed thru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will reportedly not pursue revision surgery at this time. The recipient is a non-user of the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and slices was observed by the fantail and the tubing. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was lost while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feed thru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will reportedly not pursue explant surgery at this time. The recipient experienced a failure in-situ. The recipient will remain a non user of the device. A review of the device history record noted no rework to the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.